Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 446 mg/dl at the time of the incident. Customer stated insulin pump power was off. Customer was treated with insulin injection. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.